Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a dislodged wrist and could not be moved. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. No interoperative collisions occurred and the jaws were not stuck in a closed position prior to removing the instrument. The cannula was removed with the instrument as the wrist could not be straightened due to the physical damage. The customer stated no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a portion of the grip near the base, closest to the distal clevis pin that extended further than manufactured. Additionally, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. The wire insulation was damaged and the instrument passed an electrical continuity test. The damage to the conductor wire's insulation was found at the yaw pulley. There was no material missing and the conductor wires were exposed. The wire was not torn or fully broken. Components adjacent to the damaged wire insulation do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.